Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the pediatric patient should have been admitted to our department for central nervous system infection on (B)(6) 2025. Due to the young age of the patient and the prolonged treatment time, we chose to use a peripherally inserted central catheter. Under ultrasound guidance, the puncture was successful. While preparing to install the catheter, we found the needle sheath was loose and the front end was bifurcated. As a result, we immediately changed the catheter to a central venous catheter insertion method. It was difficult to send the tube, which increased the pain of the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the pediatric patient should have been admitted to our department for central nervous system infection on (B)(6) 2025. Due to the young age of the patient and the prolonged treatment time, we chose to use a peripherally inserted central catheter. Under ultrasound guidance, the puncture was successful. While preparing to install the catheter, we found the front end was bifurcated. As a result, we immediately changed the catheter to a central venous catheter insertion method. It was difficult to send the tube, which increased the pain of the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split sheath tip is inconclusive due to the state of the returned sample. One photograph of a 3.5 fr microintroducer sheath was returned for evaluation. An initial visual observation of the photograph showed the introducer with the distal tip circled. The customer annotated the photograph "duct bifurcation" at the sheath tip. The distal tip of the dilator was observed to be slightly bent. No damage or details of the sheath tip could be discerned in the photograph. No obvious use residue was observed on the sample in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.